Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted due to dislodgement and the inability to place the stylet into the lead lumen for repositioning. A new lead was successfully implanted and to date, no adverse patient effects were reported.